Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a collimator iris error. No pt injury was reported.